Event description:
The respiratory therapist (rt) reported while the patient was being bathed, the ventilator shut down and then restarted. The customer reported there was no patient harm. During service evaluation, the manufacturer's service technician reported finding the ground prong on the ac power cord was badly bent. Review of the ventilator log history indicated a 24/12 volt failure had occurred at the time of the reported incident. As noted by the service technician during evaluation, and reported by the customer, the ventilator was on the patient when they moved it to give the patient a bath. In doing so, they pulled the ac plug nearly, but not completely, out of the wall (ground prong badly bent on plug) breaking the ac connection. The unit switched to battery and either ran until it depleted or it had no charge. The customer attempted cycling power repeatedly with no effect because the ac plug was making intermittent contact after having been pulled nearly out of the wall. The rt left the power switch in the on position allowing the unit to appear to power itself on minutes later when the ac plug again made intermittent contact in the power outlet. The service technician replaced the power cord and the backup battery to complete the repair. Applicable final testing was completed and passed per operating specifications. User error caused or contributed to the reported event.